Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the pump was unable to properly recognize the door state due to a stuck upper latch switch. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a stuck upper latch switch. The upper auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize when the door was opened. The event happened during set up at the cardiac cath laboratory. There was no patient involvement. No additional information is available.